Event description:
Rv ttc oor impedance of 190 ohms was noted on (B)(6) 2023. Subsequent measures of 190 ohms were observed on the .pdd file translation. Device is bipolar pace/sense so no alerts are triggered. St jude durata 7120 rv lead. Impedances for ttc are hovering around 200 ohms but remain stable at this value. Continue to monitor rv lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).